Manufacturer narrative:
During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing when the device delivery accuracy tested outside specification. This issue was traced to the device explusor, which was determined to be faulty. However, no root cause could be established for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device expulsor was replaced.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump under infuses during volume accuracy across multiple sets and consistently under-infuses out of acceptable tolerances. No adverse patient effects were reported by the customer.